Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper has been returned and evaluated by the failure analysis (fa) team. The main tube was broken, and still hanging, there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper jaw was locked and bent. There was no reported injury.